Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the station displayed an "initializing" message and failed to complete startup. The customer reported that the device was restarted multiple times; however, the issue persisted and the station did not become operational. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station showed initializing. A field service engineer (fse) found that the internet protocol configuration was showing media disconnected for the dynamic ip address. Fse switching the network port, performing a hard reboot and the station resumed communication. The system functioned as intended after the field service engineer had repaired the device.